Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator shut itself off. Analysis did find the upper and lower cases and the lead flex cover broken and contaminated, the battery release, two side bail covers, the ring cover, the keyboard pad, the liquid crystal display (lcd), the main printed circuit board (pcb), the battery flex and the heart lead flex contaminated, the battery contacts contaminated and compressed and the battery drawer broken. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired.

Event description:
It was reported that the epg (external pulse generator) shut itself off while connected to a patient. The epg was replaced. The biomedical engineer could not confirm the device shutting itself off. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the epg (external pulse generator) shut itself off while connected to a patient. The epg was replaced. The biomedical engineer could not confirm the device shutting itself off. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).